Manufacturer narrative:
The reported event of noise was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found a full breach outer insulation degradation distal to the suture sleeve tie down impression. Final analysis found lead insulation degradation at 32.7 and 32.9 cm from the distal tip. The cause of the reported events was isolate to full breach outer insulation degradation exposing the outer coil.

Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in-clinic with noise over-sensing on their atrial lead. The over-sensing caused automatic mode switches. The lead was explanted and replaced on (B)(6) 2020. Patient was stable after the procedure.